Manufacturer narrative:
Pt's age: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The patient presented with angina pectoris (ap). The 75% stenosed target lesion with located in the calcified and moderately tortuous left main coronary artery, and proximal left anterior descending (lad) artery to the ostium of the proximal left circumflex (lcx). A 3.0x25mm non-bsc stent was implanted in the lmca to lcx. Next, kissing balloon technique was performed in the vessels. The physician advanced a 3.0x13mm non-bsc stent delivery system (sds), but it did not cross the lesion in the lad. Then a 3.0x12mm taxus liberte sds was advanced to the lad, but it also could not cross the lesion. Upon withdrawing the device, the physician felt mild resistance. Once outside the patient, it was noted that the taxus stent dislodged inside the patient and was located in the lmca. Using a snare, the physician successfully retrieved the stent. To complete the procedure with extra support, a 5 french guiding catheter was used for anchor and inserted into 7 french guiding catheter. A 3.0x13mm non-bsc stent delivery system was advanced and the stent was successfully deployed in the proximal lad. No additional patient complications were reported and the patient's current condition is listed as "good." Additional information has been requested and is not available.